Manufacturer narrative:
The actual event date was requested but was not provided. The estimated event date was entered as the date the device was implanted. Manufacturer's investigation conclusion: a correlation between the device and the reported right ventricular failure cannot be conclusively determined. The patient experienced right ventricular failure in 2014 and 2015; however, details surrounding the issue are unknown, but the patient has been continued on primacor infusion. Multiple requests for additional information were sent to the customer; however, no additional information was provided. The patient remained ongoing on vad support until they underwent a pump exchange on (B)(6) 2015. The pump was returned and evaluated under MFR # 2916596-2015-02210. Right heart failure is listed in the hmii IFU as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the hmii IFU provides information regarding right heart failure. The hmii IFU details that the onset of right ventricular dysfunction in patients is often accompanied by the inability of the left ventricular assist device to fill, and drastically reduced flow rates. Treatment for patients in right heart failure typically consists of inotropes to augment right ventricular contractility, fluid management, hyperventilation, and pharmacologic modulation of pulmonary vascular resistance. As a last resort, a right ventricular assist device may be employed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced right ventricular failure (rvf) on an unspecified date in the year of 2014 or 2015. The patient was on continued primacor infusion. No additional information was provided.